Event description:
Procedure: lobectomy, lower left. The instrument was fired twice without incident. On the third reload, the reload was fully fired then the surgeon was unable to open the jaws. Used another instrument, fired on either side of the staple line. The instrument was not articulated. Peri strips were not used. Patient status unknown at this time.